Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a uterine prolapse, and a rectocystocele. The patient underwent the concurrent procedure of a total laparoscopic hysterectomy during mesh implantation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with lso, left pudendal nerve release, a&p repair, cystoscopy, and suprapubic catheter placement due to chronic pelvic pain, congestive syndrome, left pudendal nerve entrapment, sui, and pop. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06421 and 2210968-2012-02881. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 05/17/2016. It was reported that following insertion the patient experienced discomfort with mesh encapsulation, dyspareunia, and sub urethral mesh exposure.

Event description:
It was reported that the patient following insertion the patient experienced discomfort with mesh encapsulation, dyspareunia, and sub urethral mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02881. The same patient is represented in each medwatch.